Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device data showed that the device was left in "lead ii" view by the user. The user would need to switch to the "pads" view to obtain the ECG signal through the electrode pads. This is not a malfunction of the device, once the user changed lead view to pads or used any defib related key presses, the ECG signal would have been displayed. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.